Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the opticross¿ imaging catheter was stuck in the mid part of the unknown stent which had been placed in lad. Intervention to remove the stuck occurred was successfully performed using an unknown guide extension catheter. Furthermore, the guidewire exit port of the opticross¿ imaging catheter was found to be lifted when the device was checked outside the patient's body. The procedure was completed with this device. No patient injury nor complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned with an unknown wire. Device analysis revealed that the catheter was broken/cut in the sheath proximal section. The exit port has loaded a guidewire, this guidewire was removed without problems. A damage was observed on the guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the opticross¿ imaging catheter was stuck in the mid part of the unknown stent which had been placed in lad. Intervention to remove the stuck occurred was successfully performed using an unknown guide extension catheter. Furthermore, the guidewire exit port of the opticross¿ imaging catheter was found to be lifted when the device was checked outside the patient's body. The procedure was completed with this device. No patient injury nor complications were reported.

Manufacturer narrative:
Updated describe event or problem. (B)(4).

Event description:
It was further reported that the stenosis is 90%. The stent used was a synergy stent and the guide extension catheter was a non-bsc device. The opticross¿ imaging catheter was removed by first, pushing the catheter to distal, but it was still stuck. Second, the physician attempted to remove the opticross¿ imaging catheter by puncturing the left femoral artery and inserting the non-bsc guide extension catheter, however the non-bsc guide extension catheter was unable to cross the stuck part. Third, the physician cut the sheath of the opticross¿ imaging catheter and inserted an unknown guidewire, however the opticross¿ imaging catheter still could not be released. Lastly, the stuck part was expanded several times, then inserted the non-bsc guide extension catheter again and it was successful. The opticross¿ imaging catheter was released and was pulled out. After the catheter was removed, the deployed synergy stent was post-dilated.